Manufacturer narrative:
A4 - patient's weight: 70.2 kg. (B)(6).

Event description:
It was reported that shaft break occurred. During unpacking, a 16 x 2.75 promus premier drug eluting stent was selected for use. However, the connection part of the stent was already found fractured. The procedure was completed with different device. There were no patient complications reported. The patient status was stable.

Manufacturer narrative:
A4 - patient's weight: 70.2 kg. E1 - initial reporter address (B)(6). Device evaluated by manufacturer: promus premier ous mr 16 x 2.75mm stent delivery system (sds), catheter was returned for analysis. Based on the potential root causes identified in the fmea and the complaint report, the following attributes were examined. A visual examination of the crimped stent identified no damage. The stent was securely crimped between both markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified tip damage. The tip exhibited signs of stretching. The device was received in two sections as a result of a break in the hypotube. The break was located at 64.7cm distal to the distal end of the strain relief. A visual, tactile and microscopic examination identified no damage to the distal extrusion.

Event description:
It was reported that shaft break occurred. A 16 x 2.75 promus premier drug eluting stent was selected for use. However, the connection part of the stent was already found fractured after unpacking. The procedure was completed with different device. There were no patient complications reported. It was further reported that the shaft fractured 119cm from the hub.